Event description:
It was reported an asymptomatic patient presented in clinic for routine follow up after receiving an alert for non-sustained lead noise. After reviewing the stored electrograms, no oversensing issue was discovered. The alert was turned off. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.